Event description:
The procedure was conducted for the patient with fracture of shaft of femur. Reaming was difficult since the patient had a osteosclerosis. During reaming, the 9.0mm reamer head and the shaft were disassembled. The device was removed from the patient, and a 9.5mm reamer was used in the next step. The 9.5mm reamer and the shaft were also disassembled during reaming. The procedure was completed without patient's injury. Time of surgery was prolonged 90 to 120 minutes. Please return the product back to (B)(6) after investigation since the customer needs it.

Manufacturer narrative:
Examination of the returned devices confirms the reported observation. The items are out of tolerance due to wear out and will not stay assembled. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.